Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an knee arthroscopy, the firstpass mini straight needle was lost inside the patient's knee. The needle was removed. The procedure was completed with a delay of 30 minutes or less using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review broken needle complaints associated with the reported batch number identified no similar events in the last three years. It was determined this was an isolated event. A review of the instructions for use found that excessive force can result in device damage. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.